Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal prialt 14.4mcg/ml at 4.803 mcg/day via an implanted pump. The therapy start date was (B)(6) 2006 and end date was (B)(6) 2011. The pump's indication for use (IFU) was listed as non-malignant pain. The patient¿s concomitant medications included oxycontin and oxycodone hcl. The patient¿s medical history included chronic low back pain, failed back surgery syndrome, ¿niacin, codeine, lipitor,¿ and ¿pump had been turned off about 6 months pt elected to have it removed.¿ on an unknown date, the patient experienced increased pain and swelling in the pump pocket as well as decreased function due to the tubing malfunction. On (B)(6) 2010, a catheter dye study was performed and they were unable to aspirate. However, there were normal residual volumes the past 3 months during pump refills. On (B)(6) 2010, the pump was replaced and the catheter was revised. The cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l74355, implanted: (B)(6) 2000, product type: catheter.